Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the sales rep that, surgeon reported he encountered problems during removal of a axsos3 ti tibia plate during remove of the 4mm locking screws. It was impossible for him to remove 4 of the locking screws by using our screwdrivers by hand and by motor, the screwdrivers broke. He used a tungsten drill to break the screw heads in order to remove the plate. The total intervention lasted 1 hour against the usual 10 minutes.

Manufacturer narrative:
Correction to device available for evaluation/device evaluated by MFR. The reported event that unknown 4mm screw was alleged of 'cold welding' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Locking screws with conical thread bear the risk of cold welding if they are inserted with a too high torque. This is the main risk in implant removal and valid for all monoaxial locking screws systems which are currently available on the market. Stryker is proposing an implant extraction set for handling such a procedure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the sales rep that, surgeon reported he encountered problems during removal of a axsos3 ti tibia plate during remove of the 4mm locking screws. It was impossible for him to remove 4 of the locking screws by using our screwdrivers by hand and by motor, the screwdrivers broke. He used a tungsten drill to break the screw heads in order to remove the plate. The total intervention lasted 1 hour against the usual 10 minutes.